Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 66mg/dl, 200mg/dl. Test were done less than 10 minutes apart with a difference of 89%. Patient did not experience any adverse events. No further information has been reported.